Event description:
It was reported that three years ago, a pump was ¿returned¿ (flipped) in the same way. Initially, the pump was not replaced and two weeks later the pump had stopped. Reportedly, the pump was returned and analyzed with the conclusion of an overpressure that led to the rupture of an inner pipe. No patient symptoms were reported at this time. It was not provided what medication this device system delivered at the time of the event. Please note multiple attempts were made to clarify this event and the associated model/serial of this pump as this event was likely already reported at the time of the initial event. However, no information was received at the time of the report and verification within the system could not be completed. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).